Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reports difficulty recharging her implantable neurostimulator (ins). No contributing factors were known. The patient is being seeing in clinic tomorrow in person. No symptoms were reported. Rep reported that the device is tipped sideways in pocket making it difficult to get recharge paddle to stay over the device. Md notified and will likely surgically fix the orientation of the device. Not date is planned yet.